Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with an activ l instrument. During the procedure, the surgeon decided to change the implant. Fluoroscopy results had shown it was not in an optimal position. A revision instrument, the distraction fork, was used first to attempt removal. The surgeon wanted to try another instrument, so the distraction fork was then collapsed. Once it was being taken out of the surgical area, it was noted that one of the posts broke off. It was retrieved outside of the patient immediately. The operation was continued successfully, and there was no patient injury. The malfunction did not cause a delay; there was a small delay of about 10 minutes due to the exchange and repositioning of implants. The final outcome was good. Additional patient data was not available.

Manufacturer narrative:
H4 - manufacture date. Manufacturing site evaluation: the instrument arrived in a decontaminated condition. Investigation - one of the pickup pins of the pliers are broken. The broken off pin is not enclosed. There were no other visual deficiencies noted. Next, we investigated the fracture surface. Here we found the typical signs of a forced intercrystalline fracture. The welding seam of the broken off pin is in perfect condition. Batch history review - because the batch of the complained instrument is unknown, a review of the device history records was not possible. Conclusion and root cause - the reason for the failure is most likely usage related. Rationale - without further information on the circumstances it appears that a mechanical overload during usage/handling. This is the only complaint with this error pattern in the last 3 years.